Event description:
Customer reported the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Advised customer to use image directory button upon saving images to make sure they are put on directory. System operates as intended.